Event description:
It was reported that during hospitalization, the pt experienced slight left upper extremity mild tremor. The pt's outcome has not resolved.

Event description:
Pre-existing bilateral tremor upper extremities noted in neurological examination.